Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), infection ("infection"), anxiety ("anxiety"), depression ("depression"), rash ("skin rashes"), migraine ("migraines"), abdominal distension ("bloating") and fatigue ("fatigue"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, pelvic pain, infection, anxiety, depression, rash, migraine, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, anxiety, depression, fatigue, infection, migraine, pelvic pain, perforation and rash to be related to essure. The reporter commented: she need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), infection ("infection"), anxiety ("anxiety"), depression ("depression"), rash ("skin rashes"), migraine ("migraines"), abdominal distension ("bloating") and fatigue ("fatigue"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, pelvic pain, infection, anxiety, depression, rash, migraine, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, anxiety, depression, fatigue, infection, migraine, pelvic pain, perforation and rash to be related to essure. The reporter commented: she need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case is deleted from bayer database as this case found to be duplicate of case : (B)(4). All the information such as :references, reporters , events has been transferred from this case to retention case (B)(4). No new follow-up information was received from the reporter. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), infection, anxiety, depression, rash ("skin rashes"), migraine, abdominal distension ("bloating") and fatigue ("fatigue"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, pelvic pain, infection, anxiety, depression, rash, migraine, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, anxiety, depression, fatigue, infection, migraine, pelvic pain, perforation and rash to be related to essure. The reporter commented: she need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.